Event description:
When flushing the white lumen about 5 weeks after the hickman was inserted, it was noted to have a hole. The line was clamped. The patient went to interventional radiology for central venous repair the same day.